Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer support engineer (cse) verified the malfunction in the devices memory logs, but could not duplicate the event. The unit passed extended self testing.